Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008, during the procedure, the mid right coronary artery (rca) lesion was pre-dilated and 3.5 x 28 mm xience v stent was deployed to treat the lesion. The proximal rca lesion was treated with a 3.5 x 12 mm xience v stent. There was no pre-dilatation done in the proximal rca lesion prior to stenting. After deployment of the stent in the proximal rca lesion, a dissection occurred. The dissection required treatment with an additional stent. No additional event or patient information is available.

Manufacturer narrative:
Dissection is a known possible outcome of coronary stenting procedures, and is listed in the IFU as potential adverse event. Further, the IFU states: "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention." It was reported that the proximal rca was not pre-dilated prior to stenting. The IFU states: "pre-dilate the lesion with a ptca catheter." It is possible that not pre-dilating the target lesion prior to stenting could have contributed to the dissection, though this could not be confirmed. There are no indications of any product deficiencies which could have contributed to the outcome of the procedure.